Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the suture detached from the needle in the swage area during knotted suture. The needle was held by a needle holder. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch gkk629 mfg date: unk, exp date: 9/30/2018; batch gc6990 mfg date: unk, exp date: 03/31/2018. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The actual device was returned for evaluation. No attachment defects were found on the sample. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.